Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00280. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system along with a 30mm watchman laa closure device and delivery system were used. The closure device was deployed, but it did not meet the release criteria. A full recaptured was attempted, but high resistance was felt when attempting to recapture the device. The closure device was pulled back onto the right side of the heart and was able to be recaptured, but it still required more force than usual by the physician. The closure device was removed from the patient. Another closure device was used and was successfully implanted. There were no patient complications and the patient is fine.